Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac insufficiency.

Manufacturer narrative:
The reported event was patient death. As received, a complete lead was returned stretched for analysis. Electrical testing did not find any indication of conductor fractures although internal short was noted due to procedural damage. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Correction: h3: field should be marked "yes".